Event description:
A customer contacted technical service to report that the golvo 7007 es lift had an issue, a patient fell during the lift process. It was additionally stated the sling was intact/not torn and the lift arm was intact and undamaged and it was believed that the retaining clips for the sling came off during the lifting process. It was reported that the patient did not sustain an injury. User defined description:field investigation. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection the baxter technician was unable to find any malfunction with the device, it was suspected that the slingbar latches detached during the transfer leading to the reported fall. Additional details regarding the sequence of events that led to the reported incident were not provided to the technician. The function of the latches on the universal slingbar is to prevent the sling harnesses from migrating out of the sling bar hook when the harness is slacked, for example, when no patient is being lifted in the sling. These latches make it easier for the caregiver to attach the sling loops to the sling bar hooks, preventing the sling loops from moving out of the hooks during preparation and before the patient is lifted. When used as intended, the latches are not subjected to forces and will not disconnect from the sling bar. When the sling loop is not properly resting in the hook, or is partially attached around the latch, the latches for the may detach early in the lifting process when subjected to minimal force. This design prevents a patient from being lifted to a height which could be potentially hazardous while the sling harness is improperly attached. The part number for the slingbar was not provided there was no injury reported, no device malfunction and the incident was considered to be caused by use error of incorrect attachment of the sling to the slingbar. If the reported incident of a patient falling due to an incorrectly attached sling were to recur, it could lead to serious injury or death.